Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. Device evaluation could not be performed because the device was not returned. Investigation of production records and adverse events data could not be performed because lot information was unavailable. Although the device investigation and lot history review could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. It was inferred that anatomical condition and/or wire manipulation technique most likely contributed to the reported perforation. Instructions for use (IFU) states: [warnings] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; [warnings] use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels; and, [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that perforation occurred during a high risk intervention of a saphenous vein graft to an obtuse marginal territory. Multiple devices including the asahi guide wire were used to treat an 80% stenosis located distal to the vein graft. During treatment of the lesion, perforation in the vein graft occurred and it progressed to extravasation. Balloon dilatation was performed to stop bleeding, pericardiocentesis was performed to drain the pericardial fluid, medication was given to restore normal ventricular function, and a covered stent was deployed to seal the perforation. The patient experienced episodes of cardiac arrest, and rounds of CPR and medication were given to the patient. Extravasation was completely resolved. The procedure was continued, however, eventually terminated due to unstable patient condition. The patient pronounced dead after the procedure. Obtained case notes of the procedure was written as follows: "after obtaining informed consent, the patient was brought to the cardiac catheterization laboratory and prepped in the usual sterile fashion. Diagnostic images from last week at an unspecified hospital were reviewed. Coronary anatomy was reviewed- he has a severe distal left main and ostial circumflex disease, proximal lad is occluded, right coronary artery is occluded, he has a patent lima to lad, a severely diseased saphenous vein graft to an om territory. He presented as an st elevation mi- the culprit was the vein graft to the om, unsuccessful pci then. Echo post mi-lvrf of 35%. The plan was to intervene upon the vein graft to the obtuse marginal branch. Left common femoral arterial access was obtained with a micro-puncture kit and a 5-french sheath placed without difficulty. The 5-french sheath was exchanged for a 7-french 45cm destination sheath without difficulty. A 7-french lcb guide catheter was used to intubate the vessel adequately. An ar2 guide catheter was used to intubate the vein graft to the obtuse marginal branch successfully. Heparin was used for systemic anticoagulation. Angiography shows a patulous vein graft to a moderate-sized obtuse marginal territory, there is a proximal stent which is undersized and malposed, just after the stent there is a severe lesion of 95% severity, there is again a severe lesion of 80% severity in the distal graft, anastomotic site, the om surgery was disease free. A boston scientific 3.5-5.5mm filter protection device was advanced through the guiding catheter into the proximal vein graft. We had significant difficulty advancing the filter delivery catheter past an undersized and/or under expanded stent in the proximal vein graft, utilized a 6-french guideliner to help deliver the filter distally, but without success. Ultimately, I decided to treat the graft without a filter device. A short scion blue guide wire was advanced through the guideliner. We had significant difficulty wiring the vessel past the proximal under expanded stent. Ultimately, the guideliner was removed. The scion blue, along with a 135cm 90 degree supercross micro-catheter was advanced into the proximal vein graft. Utilizing the 90 degree supercross micro-catheter, the wire was advanced into the distal graft and obtuse marginal branch. The supercross was advanced over the vein graft into the distal graft. We were unable to dock this wire to extend it to remove the micro-catheter, so a long scion blue wire was utilized and advanced into the distal vein graft and obtuse marginal branch through the supercross micro-catheter. The micro-catheter was removed at this point. A 4.0×15mm euphora compliant balloon was advanced over the scion blue into the distal lesion (80% severity) and the lesion was predilated at nominal pressure without adequate luminal achievement. The balloon was pulled back across the proximal lesion (95%) and predilated at a nominal pressure with luminal achievement. The balloon was pulled back into the proximal stent and the stent post dilated at high pressure. The compliant balloon was removed. A 4.0×20mm noncompliant euphora balloon was advanced over the sion blue but this balloon would not cross to the distal lesion, so it was used to treat the proximal lesion and the under deployed stent. Multiple inflations at the nominal pressure were performed. A 5.0×15mm noncompliant emerge balloon was now advanced easily to the distal lesion and treated at nominal to high pressure , multiple times. Ultimately, the balloon was removed and guideliner advanced with anticipation of difficulty in tracking a stent past the proximal vein graft. A4.0×22mm bare metal stent (integrity) was advanced across the distal lesion without difficulty and deployed at nominal pressure. Angiography showed a significant waist in the middle stent. The stent balloon was removed and the existing 5.0×15mm noncompliant emerge balloon was advanced over the sion blue wire up through the guideliner into the distal vessel, across the distal stent without difficulty. The balloon was inflated with adequate lesion expansion. The balloon was retracted and brief angiography shows a perforation at the site. The balloon was re-advanced immediately and inflated to 18 atmospheres to contain the tamponade. At this time, the patient remained clinically stable. Access was obtained in the right common femoral artery with a micropuncture kit and a 6-french sheath was inserted without difficulty. A second 6f ar2 guide catheter along with a j-tipped wire was advanced into the thoracic aorta to engage the vein graft. The first guiding catheter was disengaged to allow engagement of the second guiding catheter. A prowater wire was inserted but would not cross the proximal stent. A 6-french guiderliner was advanced over the prowater to help wire the vessel. A 4.0×19mm jo stent stent was inserted through the 6-french guideliner but would not fit through the guideliner. So, the 4.0×19mm jo covered stent was removed. A 3.5×19 mm jo covered stent was advanced over the prowater through the guideliner but this time would not cross the proximal lesion. The jo stent stent was removed. A 4.5×20mm rebel bare metal stent was advanced over the prowater into the proximal diseased portion and deployed at nominal pressure. Now, the guideliner was advanced past this lesion without difficulty. The 4.0×19mm jo stent covered stent was advanced over the prowater into the distal vein graft. Simultaneously, the noncompliant balloon, through the first guide catheter, tamponading the vessel was deflated and the prowater, through the second guide catheter, advanced into the distal vein graft. The noncompliant balloon was pulled back into the mid vessel and the jo colored stent advanced and deployed. At this time, the patient lost pulses and CPR was initiated. It was noticed that the jo stent balloon would not re-inflate at this point, unclear why. The 5.0×15mm noncompliant balloon in the first guiding catheter would not advance past the mid graft to this lesion so was removed from the first guiding catheter. A new 6.0×8mm noncompliant euphora balloon was advanced over the long sion blue through the first guiding catheter into the distal vessel and deployed to obtain tamponade, but this balloon would not cross past the proximal lesion. So, the balloon was removed and the existing 4.0×20mm noncompliant balloon was advanced over the first guiding catheter, this would not cross pass the proximal lesion as well and so, deployed in the proximal vessel to obtain tamponade proximally itself. In the interim, the patient was revived. A stat echocardiogram was obtained which showed a large pericardial effusion. A micro-puncture needle was used to access the pericardial cavity and a pericardial drain was inserted. A total of 550 ml of bloody fluid was removed from the pericardial sac. During this period of pericardiocentesis, the patient went into ventricular fibrillation twice and needed to be shocked with return to normal pulses. Right after the pericardial fluid was drained, echo showed minimal fluid in the pericardial sac, right now with left ventricular systolic function was less than 20%. Now he is on vasopressor agents- norepinephrine and phenylephrine. Right common femoral venous access was obtained and a 6-french catheter placed to measure filling pressures. The right atrial pressure was 14, right ventricular pressure was 37/6, pa pressure mean was 24 with a pa diastolic pressure of 20mmhg. At this time, pa saturation was 33% and arterial saturation was 98%. During this entire process, anesthesia intubated the patient and were maintaining the airway. Once the pericardial fluid was drained, the patient somewhat stabilized. Now, there were 2 guiding catheters, the first guiding catheter still incubating the vein graft, a second guide catheter is in the proximal aorta (possibly due to rounds of CPR). The first guiding catheter has a long sion blue wire with a 4.0×20mm balloon tamponade the proximal vessel which was deflated. Angiography shows timi 2 flow in the distal vessel with no more leak. The second guiding catheter has a short prowater with the jo stent balloon noted in the distal vessel. This stent balloon has separated from the shaft, which is why it did not re-inflate earlier. The second guide catheter and the prowater were removed. The jo stent shaft was intact with the missing balloon at the distal edge. So, it was decided to image inside this distal vein graft to note if the jo stent balloon can be plastered against the wall. Unfortunately, we did not have ivus (intravascular ultrasound) capability in this room, so oct (optical coherence tomography) imaging was utilized. The oct catheter was advanced over the long sion blue, but we had a difficult time filling the distal vessel and performing imaging. So, the oct catheter was removed. A jr4 guide catheter along with a scion blue guide wire were used to intubate the vessel. The scion blue was used to cross to the distal vessel. There was no more fluid draining from the pericardial sac. At this time, the patient's act was 190. Additional heparin was given to maintain patency of the vessel. I decided to halt further attempts at salvaging the vessel and stabilize the patient. The existing left 7-french sheath was exchanged for an 8-french balloon pump sheath. A 40ml intra-aortic balloon pump was inserted for support. At this time, the patient was on 2 vasopressor agents (neo-synephrine and levophed). He had received multiple rounds of epinephrine, bicarb during 4-5 episodes of cardiac arrest during this entire procedure. At this time, I had a lengthy discussion with dr. (B)(6) (cardiothoracic surgery) for need for upgrading to additional support since his pa saturation was 31% and left ventricle severely stunned with an ejection fraction of less than 20%. The initial plan was to get him on ECMO and the patient was moved to a hybrid operating room."